Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm confirmed electrical failure codes #50 and #51 in the service logs. The motor controller board was replaced. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an electrical test failure # 50. There was no patient involvement, and no adverse event reported.